Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17559895.

Event description:
It was reported that the patients was experiencing ineffective therapy due to a fractured lead. The patient will undergo a revision procedure. Additional information was received that the leads were not fractured. No further actions were to be taken.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17559895.

Event description:
It was reported that the patients was experiencing ineffective therapy due to a fractured lead. The patient will undergo a revision procedure.